Event description:
The patient experienced bleeding, pain, redness and a fever as well as purulent discharge from the pod infusion site (leg). The patient forwarded a picture of the pod infusion site to their doctor and was advised to treat the area with a warm compress. The patient had applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with a bacterial infection. The patients pod site was drained and the patient was given intravenous antibiotics. The patient was prescribed amoxicillin (875 mg) to be taken 2 times daily for 10 days as well as cephalexin (500 mg) to be taken 3 times daily for 7 days. The patient was advised to take tylenol. The patient was released from the hospital after 5 hours. The patient reports once at home they had a fever of 102 degrees. The patient had gone back to the hospital. The patient was treated with intravenous antibiotics. The patient was released from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.